Event description:
A malfunction was reported with a pump, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer contacted technical support, who assisted with resetting the pump, though the issue persisted. Consequently, technical support decided to replace the pump. The customer was instructed on how to put the pump into storage mode and agreed to use manual injections as a backup therapy while waiting for the replacement. The customer also agreed to return the faulty pump using a pre-paid label within 10 days.